Event description:
It was reported that the patient presented in clinic due to syncope. Device interrogation revealed under sensing and high capture thresholds on the right ventricular (rv) lead. No changes or intervention were reported. The patient condition was unknown.